Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device issue was reported. It was reported that the patient presented with coronary artery disease and an anterior wall myocardial infarction (mi) with an ejection fraction of 20%. An angiogram was performed and found that the left anterior descending artery (lad) was 95% blocked, which was treated with the 3.0 x 28 mm rx vision. The patient was taking aspirin, clopidogrel and was on an intra-aortic balloon pump assist device (iabp), but was still unable to recover from the condition in which he arrived to the hospital and subsequently died the following day. Reportedly, it was noted that no autopsy, intravascular ultrasound (ivus) or repeat angiogram was taken since the patient outcome appears to be related to circumstances of the procedure. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. The patient effect of death is listed in the device's instructions for use as a known a potential adverse event associated with coronary stenting procedures. Reportedly, there was no report of any device malfunction at the time of the stent implantation. However, a conclusive root cause for the reported patient effect and the relationship to the device, if any, cannot be determined.